Manufacturer narrative:
The din rail fuses were returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 8.7 ohms was measured. This was as expected. The component was energized, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. This was as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The other 15a fast fuses were discarded at the site.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the red light fuse indicators were illuminated when back panel of the mobile view station (mvs) was removed. Fuses replaced and functionality restored. Replaced the mvs din rail in an attempt to reduce the possibility of the mvs fuses blowing again. System passed all tests after replacement. An electrical failure mode was confirmed, with the root cause being blown fuses. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was moved to a different power outlet and subsequently powered down and would not power back on. The line power light was not reportedly illuminated. There was no patient present when this issue was identified.